Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, titan otr was explanted due to tubing fracture and leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, the additional patient information, and the additional device and event information received. Device received for evaluation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the strain relief of both exhaust tubes and the shorter exhaust tube of the pump. The tow suture and sleeve remain connected to cylinder #1 and cylinder #2. No functional abnormalities are noted with the pump, cylinder #1 or cylinder #2. The information received indicated a tubing fracture and leakage, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints of this type for lot 4021123. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.